Event description:
It was reported that the user experienced hyperglycemia to 360 mg/dl after running out of insulin overnight while using the ilet, and the user performed a supply change with intent to self-monitor for correction. Symptoms included elevated blood glucose. Outcomes included no hospitalization, no emergency treatment, and no device alerts or alarms. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed user-related supply depletion with no device malfunction identified. It was concluded that the event was related to insulin unavailability rather than a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.